Manufacturer narrative:
The pump passed the displacement test and self test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed.

Event description:
The customer reported via phone call the insulin pump had short life. The customer¿s blood glucose was 137 mg/dl at the time of the incident. Customer stated that battery on his pump would only last for a maximum of 3 days. The insulin pump will be returned for analysis.